Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-mar-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door 1 had failed and was making a clicking noise. The field service engineer had lubricated the spade connectors in the latches using grease, but the issue persisted. The fse then replaced the controller board, but it still failed. Finally, the fse resolved the issue by replacing the latch. The fse verified that the customer inventoried the device several times. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower latches had failed and double clicking. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.